Event description:
Info rec'd indicates the stretcher will not go into reverse trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the foot hydraulic cylinder release. He replaced foot cylinder to repair the stretcher.